Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient received a low ins icon and knew the ins was getting low. The patient was actually trying to improve their ins longevity and stopped using 'double frequency' (running two programs at the same time) 6 months ago even though her physician wanted her to. Also, the patient was having a hard time sleep because of the pain but the stim also disrupted her sleep. Patient stated she got a 'zappity zap' while sleeping and therefore turned stim off every night. Patient has an appointment scheduled with the physician in (B)(6). Patient is also told by the physician to have a manufacturer representative obtain voltage readings. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins), (B)(4), output and telemetry were acceptable; however, the battery is near normal battery depletion. Additional review indicated conclusion is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.